Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a gradual rise in impedance and threshold values. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.